Manufacturer narrative:
The device was not returned for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however a lot history review (lhr) of all devices shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that these potential lot numbers met all design and manufacturing specifications when released for distribution. Bleeding complications have been documented in approximately 0.6% to 1.5% of urs procedures.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
A 76-year-old female patient with non-verbal cerebral palsy and bilateral nephrolithiasis underwent two ureteroscopic stone removal procedures with the cvac aspiration system. The procedures were staged, with the right kidney treated on (B)(6) 2025 and the left kidney on (B)(6) 2025. The stone burden measured 3 cm on the right and 2 cm on the left, predominantly composed of staghorn calculi. Both procedures were completed without complications and the patient was confirmed to be stone-free following each procedure. On (B)(6) 2025, the patient was admitted to the hospital with a left-sided subcapsular fluid collection and right-sided hydronephrosis. Interventional radiology performed drainage utilizing a needle and catheter on the left-sided subcapsular collection, which revealed a subcapsular hematoma. A peri-renal drain was placed on the left side and remains in place. A nephrostomy tube was placed on the right side to address the hydronephrosis and also remains in place. An unspecified time later, the patient was discharged. The treating physician reported that the right kidney was not distended at the time of the initial procedure. Additionally the treating physician reported that the patient's complex medical history, in conjunction with the procedures themselves, likely contributed to the observed post-operative complications.